Manufacturer narrative:
(B)(4). This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA. Results of investigation: the reported issue (unit had burnt marks on lemo connector of ac adaptor) was able to confirmed by carefusion certified service technician. It was noticed during visual inspection that power flex component was damaged and pins were burned. The power flex assembly was replaced to resolve. Furthermore, upon review of event trace, there were several "hardware fault" alarm conditions, as precaution the hybrid board was replaced . Power flex (replaced with (B)(4)- verified. Visual inspection reveals power flex component jp4 is damaged; pin 4 of jp4 is burned.) Fis - hybrid board (pr) -due to a review of event trace reveals hardware fault 21 alarm conditions.

Event description:
Customer reported that the unit had burned mark on lemo connector of ac adapter.